Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty electrical component on the radio frequency board. The insulin pump had no partial display, display anomaly or blank display noted. Unable to test with blood glucose meter, minilink transmitter or perform download due to a64 alarm. However, the insulin pump passed idle current test, run current test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report a radio frequency failed self-test alarm and a blank display. Customer also stated he could not link the contour nextlink to the insulin pump. The customer's blood glucose level was 18 mmol/l. The customer was advised that the device would be replaced. No further details were provided.